Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the camera cover had burning due to a high energy instrument being used without maintaining sufficient distance from the patient. A definitive root cause for the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that camera cover has a burn, and nozzle has foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as a correction for section b5. The details of that correction are captured in the indicated field. This correction has no impact of the previously provided investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The initial report indicate that the 'camera cover' was burnt. However, this component was report in error. The correct burnt location of the device was a c-cover.